Event description:
The customer contact reported a delay in critical therapy following a leak. It was reported the vial was filled with an unspecified concentration of dilaudid and was loaded into an unspecified pt controlled analgesia pump. No specific pump programming was provided. After an unspecified length of time, the customer contact reported that solution leaked from an unspecified location of the vial. The customer contact reported that pt had inadequate pain management; however, no specific details were provided. It was reported the vial was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.